Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was confirmed. Reportedly, the common femoral artery was mildly calcified. Per the instructions for use, the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the mildly calcified common femoral artery was attempted using the perclose proglide device after a peripheral interventional procedure. Reportedly, during deployment of the sutures, no resistance was noted. The device was rewired and upon removal, a snap was heard. When the sutures were being positioned for knot advancement, they came out of the anatomy. The knot was intact and it was noted that the suture was broken at the loop. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The technician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.